Manufacturer narrative:
(B) (4): eval results - (other): a work order search was performed and there were no similar complaints found. Conclusion: based on the complaint history and work order search, we were unable to determine the root cause of the event. (B) (4).

Event description:
It was reported that the haptic was bent on the aq2015a silicone three piece lens, when it was removed from the packaging. Customer stated that it was not damaged during handling, but received in this condition. No pt contact.